Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 during device upgrade, upon interrogation the device showed increased thresholds in the rv and lv leads and programming changes were made accordingly. On (B)(6) 2018, the patient presented to the hospital after having a syncopal episode where later patient was released and will return for follow-up. On (B)(6) 2018, egms revealed loss of capture (loc). Lead dislodgement causing no ventricular output was suspected. However, cxr was performed and did not confirm lead dislodgements. On (B)(6) 2018, the device was checked and no loc was found and the thresholds were found to be reasonable. The decision was made to monitor the patient and no intervention is planned. The patient is stable.